Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing the repair center technician found fuzzy image was cause due to bad plug unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the fuzzy image was cause due to bad plug unit and the probable root cause was likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.